Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. The procedure was prepped per normal protocols and the applicator was tested at 140w. For 40 seconds. The unit was set for the procedure at 100 watts for 2 minutes. The applicator was percutaneously placed in the 1.8cm x 2.8cm liver lesion with no resistance or difficulty. The ablation was started however, a high reflected power error message was received. Trouble shooting was performed but the error message did not clear. When the probe was withdrawn, they attempted to cauterize the path in order to prevent bleeding from the liver. During that cauterization attempt, the error message still displayed. They withdrew the probe at which time it was noted the tip had detached and was retained in the patient's liver. The doctor determined to not remove the tip in order to avoid additional surgery and bleeding. Encapsulation of the tip was expected, and the lesion will be treated again in another solero microwave procedure. It was reported the patient was doing fine and was discharged and will be monitored for any reaction to the retained tip. The interventional radiologist has been using this device for 2 years without problems and his training was carried out appropriately at the time. The total time of the procedure was 2 hours.

Manufacturer narrative:
The customer's reported complaint description of probe ceramic tip was fractured and detached was confirmed based on picture provided by the customer, however, no complaint sample was returned. Without receiving product for evaluation a definitive root cause for this event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device: prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions: avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. Unit was manufactured in feb-2019 and the most recent service was: (B)(4). (So (B)(6)) on 23-aug-2022 for noisy pump and error 132 observed during routine service ((B)(4).); unit calibrated and passed functional testing. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with probe tip detached failure mode since the unit was distributed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).